Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: possible lot numbers were reported, 9115923, 9115953, 9115985, and 9115993. However, they are not manufactured lots for the device reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that na result was very low, repeat test was normal with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: pst electrolytes results on their beckman au analyzer where na came up very low, doctor had the patient go to the ER and test redone, and it was normal. Customer said tube had some foam layer and bubble around the top of plasma. Although it is not narrowed down to tube, but since it was mentioned. They are going to work with beckman as it could be a probe alignment and position issue. Also will be looking at how they are collected and making sure it is not being forced into tube causing bubbles if it is from a syringe draw.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Customer has indicated that the issue previously reported is not as pst issue but an instrument one. They are continuing to work with beckman to resolve.

Event description:
It was reported that na result was very low, repeat test was normal with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: pst electrolytes results on their beckman au analyzer where na came up very low, doctor had the patient go to the ER and test redone, and it was normal. Customer said tube had some foam layer and bubble around the top of plasma. Although it is not narrowed down to tube, but since it was mentioned. They are going to work with beckman as it could be a probe alignment and position issue. Also will be looking at how they are collected and making sure it is not being forced into tube causing bubbles if it is from a syringe draw.